Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. During suturing, the suture broke. Another like suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device pj4769 and no non conformance's/ manufacturing irregularities related to the malfunction were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. Please clarify the alert date? Is the procedure/event date (B)(6) 2021? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information requested, the following was obtained: please clarify the alert date? Received date and created date is 10 / 29 / 2021 (chinese time), alert date is 10 / 28 / 2021, and procedure date is (B)(6). Is the procedure/event date (B)(6) 2021? Procedure date is (B)(6). H3 investigational summary: visual analysis of the returned product revealed that one opened sample product code vcp945 was received to ethicon inc for evaluation. The strand was observed broken in several pieces due to degradation process caused by exposure to environment. The product code vcp945 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.